Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an unresponsive keypad issue. After the pump produced an alarm, the pump was rebooted and the unresponsive keypad issue occurred. The buttons are completely unresponsive and as a consequence the pump is stuck on the 'verify' screen and is unusable. The issue began on the day of the complaint. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/25/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/16/2013 with the following findings: there was no external moisture observed on the pump. The pump powered on normally and all buttons were fully functional. A leak test was performed with no evidence of leaks observed. The keypad was removed and there were no defects observed. The pump case was opened and corrosion on the force sensor plate and vibrator motor were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The products have not yet been returned. If the product(s) are returned, anm will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. No conclusions can be made at this time.